Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2016-01925. (B)(4). Approximate age of device - 7 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had brown urine and fatigue and was asked to come to hospital to be assessed and have labs drawn. Lactate dehydrogenase (ldh) was greater than 4,000 u/l and powers were rising and remained elevated above 10 rpm. This is the second pump exchange for this patient who has a history of chronic lymphocytic leukemia (ccl) and elevated lactate dehydrogenase from (B)(6) of 2016. An echocardiogram was performed with no decompression of the left ventricle. The patient has had fluctuating inr levels. The patient received a successful pump exchange via sub costal approach. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump confirmed the presence of thrombus. The pump was returned with the driveline cut approximately 4 inches from the pump housing, with two separate portions of driveline returned measuring approximately 6 inches and 25 inches, respectively. The inflow conduit was not returned as well as the outflow graft and bend relief. Upon disassembly of the pump device, a deposition formation was found within a vane of the rotor and featured areas of denaturing. The deposition's lack of laminated layering indicated that it did not develop at this location, and appeared to have been ingested into the pump. The deposition was denatured, indicating that is was present while the pump was supporting the patient. Although a specific cause for the deposition and a duration of which it was present in the pump could not be determined, if it were present in the pump at the time of the reported event, it could have potentially contributed to the report of elevated lactate dehydrogenase (ldh). Additionally, the deposition could have created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. Examination of the remaining pump was unremarkable and revealed no abnormalities. Functional testing of the pump under load conditions revealed normal pump operation. Electrical continuity tests revealed no discontinuities or shorts. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.